Event description:
It was reported that during the implant attempt, the lead could not be implanted due to the patient's anatomy. The lead dislodged out of the large vein when the catheter was removed from the coronary sinus. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)